Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy frequently caused by patient breach in aseptic technique/touch contamination. The exact cause of the patient¿s peritonitis cannot be determined but the patient¿s pd nurse indicated the event is suspected to be due to patient breach in aseptic technique.

Event description:
Information in the complaint file was reviewed. On (B)(6)2025, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In an additional call, the patient¿s pd nurse reported that on (B)(6)2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. The nurse confirmed that the patient was diagnosed with peritonitis. The nurse reported that the patient was treated with antibiotics utilizing vancomycin (dose unknown) and ceftazidime (dose unknown) intra-peritoneal (ip). On (B)(6)2025, the patient was discharged home continuing pd with the same cycler. The nurse stated the patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse states the peritonitis is suspected to be due to a breach in aseptic technique by the patient.

Event description:
Information in the complaint file was reviewed. On (B)(6)2025, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In an additional call, the patient¿s pd nurse reported that on (B)(6)2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. The nurse confirmed that the patient was diagnosed with peritonitis. The nurse reported that the patient was treated with antibiotics utilizing vancomycin (dose unknown) and ceftazidime (dose unknown) intra-peritoneal (ip). On (B)(6)2025, the patient was discharged home continuing pd with the same cycler. The nurse stated the patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse states the peritonitis is suspected to be due to a breach in aseptic technique by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.